Event description:
A caller reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support informed the caller that the pump's microprocessor reset as a safety feature during a routine system check. They educated the caller on the implications of a reset, including the need to manually restart cgm sessions and reload the cartridge. Technical support assisted the caller in reloading the cartridge and resuming insulin delivery, and the caller understood and acknowledged this information.